Event description:
Customer reported on jan. 28 no cine playback. Procedure was completed with no injury to the pt.

Manufacturer narrative:
Service rep reported 01/28 - formatted cine drive, same problem. On 01/29 - bsd kit inspected and functional. Replaced cine drive, cine backplane pcb and cine bridge pcb. Loaded software version 29 due to change in cine drive. Tested fluoro, cine and cine playback. Sys operating as intended.